Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was noted on (B)(6) 2013, in patient medical report that, the patient reported having residual soreness at this point. The patient had some bad coughing from sinus drainage earlier on and had fairly significant soreness but had improved. The patient continued to have fairly sever nausea much of the time but took zofran and xanax and has improved. The patient had not noted any significant change since surgery but noted some intestinal noise which she had not noted before. It was noted that her bowel movements are overall doing well and was taking intermittent miralax to assist with them and was becoming slower. The patient energy level was improving.the patient had a follow up appointment set for 2 weeks.it was then noted on (B)(6) 2013 that the patient had persistent nausea through the day which was quite severe last week and patient was instructed to see the health care provider on the day of this appointment t. The hcp adjusted the setting by increasing it to 7.5, which gave a voltage of 4.2. The patient was prescribed phenergan for assistance with nausea. The hcp planned to see the patient in 2 weeks. At the next appointment on (B)(6) 2013 the patient reported continuing to have severe constant nausea that was unrelenting and continued to make her feeling poorly. The patient meet with a psychiatrist who decided to not intervene with medications at that time but gave her meditation techniques, unfortunately, she was only able to use these when she was supine. It was also noted at this time that her incision was healing well without erythema or drainage. The battery was interrogated and the current was increased to 10, giving her a voltage of 5.5. It was later reported on (B)(6) 2013 the patient continued to have fairly severe nausea and stated that the only thing that would sit in her stomach was popcorn and salt. The patient was able to keep down her water but was able to drink very little else. The patient was eating small amount in the morning that was helping her maintain her hydration and nutrition. The patient was using phenergan fairly liberally which was helping to control the nausea better. The patient was having small amount of liquid emesis. The battery was interrogated and was functioning. The patient rate was increased to 24 hz. The patient's next appointment on (B)(6) 2013 indicated that in the past 2 weeks patient has been taken significant less antiemetic's than she had taken previously but however had not had resolution with her nausea and had quite a severe day of nausea an day prior to their appointment. The patient was not having any pain but continued to vomit. The patient was able to eat cottage cheese with peaches on the morning of this appointment and seemed to have been able to eat slightly more than she had been able to previously. The patient battery was interrogated and the rate was increased from 25 to 50 hz. They noted some significant improvement with her nausea day prior to appointment. The patient will continue to follow up with their health care provider in 2 weeks. Addition information received on the day of this report that patient did not have any improvement with nausea/vomiting/gastroparesis after implant of gastric stimulator and the device was explanted. It was noted that patient recovered without sequela. A follow-up report will be sent if additional information becomes available.